Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced displacement on the right breast implant. The displacement was confirmed during physical examination. As a result, the patient underwent removal of the implant on (B)(6) 2019.

Manufacturer narrative:
New information: mentor received additional information indicating the procedure was a breast reconstruction and the explantation date was on 1/9/2019, not 1/8/2019 as previously reported in the initial report. The additional information also indicates that the patient also experienced pain and partial deflation on the right breast implant. According to the additional information, the patient underwent bilateral removal and replacement with mentor saline breast implants of unknown type. Device evaluation summary: it was reported that a 67 year old caucasian female patient underwent a breast reconstruction with a saline mentor smooth round moderate profile 325cc and experienced displacement, pain and partial deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor saline breast implants of unknown type and possible capsulorraphy on (B)(6) 2019. Per us performed on (B)(6) 2018 on the right implant, the implant contour appears grossly preserved. No focal irregularity or shadowing is seen. There is some subtle increased echogenicity of the soft tissues of the right parasternal region which probably relates to the musculature here. No irregularity or shadowing are seen. No suspicious masses are detected. It is unclear whether or not the device was actually deflated upon explantation. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Upon the initial inspection, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. Complaint was not confirmed for deflation. Since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on 1/11/2019, mentor became aware that this information was mistakenly omitted from the initial report: lot # 132015. Manufacturer¿s reference number: (B)(4).